Event description:
The patient was undergoing a coil embolization procedure for an abdominal aortic aneurysm using ruby coils. While preparing a ruby coil for use, the pusher wire of a ruby coil became bent. During the procedure, a ruby coil unintentionally detached upon resheathing after removing it from the patient. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusions: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00713. Hospital discarded the device.